Event description:
Reportable based on device analysis completed on 13dec2021. It was reported that the coil could not be advanced. A 10mmx40cm 2d interlock-35 coil was selected for use on the gastric fundic vein. During the procedure, it was noted that the coil could not be advanced about half of the way. Several attempts were made but still failed. Then it was withdrawn outside the patient. The physician found that it could not be advanced also in transparent advancing sheath after withdrawal. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed missing fiber bundles.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The main coil, delivery wire and introducer sheath were returned for this complaint. Delivery wire and main coil were interlocked within introducer sheath. The main coil returned was found kinked and stretched. The delivery wire was inspected, and no anomalies were noted. The introducer sheath was inspected, and no anomalies were noted. The twist lock of the introducer sheath was found opened. No more damages were found on the device. Functional inspection was performed and the delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, it was pulled out backwards in order to release the main coil. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no damages were found. Microscopic inspection of the delivery wire was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Dimensional inspection of the delivery wire was performed and the measured dimensions were within specification. Dimensional inspection of the main coil was performed and there were missing fiber bundles due to stretched coil condition. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.